Event description:
Event description guidant received information that the son of a patient with this implantable cardioverter defibrillator (ICD) believes the device may have a depleted battery or a malfunction, as the patient's heart rate is slower than expected and he may be having arrythmias. The physician does not have the software to interrogate the device so plans to replace it. This patient is currently in guatemala but had his original implantation in california.